Event description:
It was reported that post drainage catheter treatment, catheter blockage occurred. An apdl/8 flexima firm all purpose drainage catheter was placed for kidney drainage. Approximately 2 weeks later, the patient was admitted with a blocked catheter. The kidney would not drain properly. Upon examination, the suture line that connected the pigtail catheter distal end had snapped so that the pigtail unlocked and uncoiled inside the patient. The device was removed with no portion left inside the patient and while cleaning the catheter, the suture was noted to be "sucked back inside" the device. Another catheter was placed and the patient was reported to be in stable condition.

Manufacturer narrative:
Device evaluated by MFR: the catheter was received with red residue in the shaft and pigtail. The metal cannula was not returned. The suture was broken and present inside the catheter. The key was not present and the suture line was cut. The pigtail was not in a fixed position, since the suture was also cut in this section. The catheter did not present kinks or bends. The catheter's working length, suture holes and french size are within specification. The unit was inspected and it was fond that the suture line was accumulated inside the catheter, impeding a 0.038 in mandrel from entering the catheter. When disassembling the unit, it was found that the suture was tied around the inside part of the locking hub. It was observed that the suture was accumulated in this section, which caused the catheter's occlusion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post drainage catheter treatment, catheter blockage occurred. An apdl/8 flexima firm all purpose drainage catheter was placed for kidney drainage. Approximately (B)(6) later, the patient was admitted with a blocked catheter. The kidney would not drain properly. Upon examination, the suture line that connected the pigtail catheter distal end had snapped so that the pigtail unlocked and uncoiled inside the patient. The device was removed with no portion left inside the patient and while cleaning the catheter, the suture was noted to be "sucked back inside" the device. Another catheter was placed and the patient was reported to be in stable condition.